Event description:
It was reported that this pacemaker exhibited noisy signals on the right ventricular (rv) channel while there was rv pacing. It was noted that there were inappropriately stored episodes as a result. It was noted that the impedance of lead was 400 ohms. The pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed except for the battery usage for the inductive telemetry. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited noisy signals on the right ventricular (rv) channel while there was rv pacing. It was noted that there were inappropriately stored episodes as a result. It was noted that the impedance of lead was 400 ohms. The pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.